Event description:
Gen report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions, at unspecified rates, via unspecified pumps. At unspecified dates, the option-lok male adapters of the secondary tubing sets were connected to needleless valve connector y-sites on the primary tubing sets for piggyback deliveries of unspecified solutions. The customer contact reported that the secondary tubing sets "does not always work" after the option-lok male adapters of the secondary tubing sets are connected to needleless valve connector y-sites on the primary tubing sets. It was reported that the secondary tubing sets were replaced with primary tubing sets and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.